Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. (B)(6).

Event description:
It was reported that the non-patient end needle from a bd vacutainer® blood transfer device with luer adapter separated during use. There was no report of exposure, injury, or medical intervention.